Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was found to exhibit premature battery depletion. Testing found that the battery continued to deplete. The battery was sent to an outside laboratory for further analysis. No anomalies were found. The cause of the depletion could not be conclusively determined.